Event description:
The patient returned to operating room the day after implant for low flow. Upon reentry, they found a full aortic dissection. The patient expired in operating room.

Manufacturer narrative:
The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation via fixed wing aircraft or helicopter.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient returned to the operating room for surgical intervention one day post pump implantation due to observed low flow. Upon re-entry the patient was found to have a full aortic dissection. The patient expired in the operating room. No additional information was available despite multiple attempts to obtain it. The pump ((B)(4)) was returned to the manufacturer for analysis. Post-explant functional analysis confirmed that pump ((B)(4)) met pre-implant requirements. Independent pathology evaluation showed that there was no gross evidence of device complication or thrombus formation. The most probable root cause for the reported event could not be conclusively determined; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.